Event description:
It was reported the patient fell forward while chasing their dog about 3 months prior to the report. The patient did not notice any real changes with their therapy relief at that time. It was further reported that impedances were reading greater than 10,000 ohms when impedances were run with reference electrode 0 at 0.7 volts. Electrodes 1,2,3,4, and 7 were above 10,000 ohms. Impedances were ran again with reference electrode 0 at 1.5 volts and electrodes 2,3,4, and 7 were above 20,000 ohms. With reference 1 electrodes 2-7 were reported as greater than 20 ,000 ohms and 10 was high. It was also noted that on reference 8 number 10 was ¿bad,¿ meaning high. It was noted that the manufacturer representative would try to avoid the high impedances like 7 and 10. It was also noted that the impedance problems were found on the day of the report after meeting due to an overdischarge. It was later reported that the patient had a prior fall. An impedance check was reportedly performed and it was noted that electrodes 0-8 and 10 were greater than 10,000. The device was reprogrammed and full coverage of painful areas obtained without using the effected electrodes.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).